Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son and reported a high blood glucose (bg) event. The reporter also alleged that the pump possibly had an insulin delivery issue. The reporter indicated that the patient was in a hospital for dka since (B)(6) 2012. He reportedly had moderate to high ketones and high bg levels. On (B)(6) 2012, the patient reportedly had a bg level of "550 mg/dl." The patient reportedly took 12 units via the pump and 20 units of lantus. He also drank more water. His bg level came down to "450 mg/dl" at an unspecified time after receiving the insulin. However, his bg rose to "480 mg/dl" an unknown time later with no foot taken. After the patient began vomiting, he was taken to an emergency room (ER) and then sent to a medical center. The patient was taken off of the pump and placed on IV insulin. At 12:00 pm on an unspecified date, the patient's bg level was at "123 mg/dl" and he was placed back on the pump. After eating a meal, he got a bolus of "5.3 units". By 5:00 pm, the patient's bg level had reached "389 mg/dl." A doctor took the patient off of the pump and implemented injection therapy. During the contact with anm, the reporter denied that the patient had any site or set issues. She denied that the cannula was bent or that there was blood in the cannula(s). She also denied observing lumps or hard areas. The reporter claimed that they were counting carbs accurately. They were also giving boluses based on their own calculations. The reporter denied that the patient had any illnesses. However, she mentioned that the patient was going through recent growth spurts and puberty. Through troubleshooting, the anm representative involved in this contact noted that no issues were found with the pump. The reporter mentioned that a doctor informed her that the pump was not delivering insulin properly. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, at this time, it is unknown if a pump issue, use-error, and/or diabetes management factors contributed to the patient's injury.